Event description:
Eight years postoperatively, the valve was explanted due to reported "severe" aortic insufficiency valve area of 1.5) and "probable" prolapsing of the av cusp. Prior to implant, the pt was diagnosed with a calcified bicuspid valve. The valve was replaced with a carpentier edwards valve (model, s/n unknown). The valve will be returned and add'l info will be requested.